Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead triggered an alert for high out-of-range shock impedance measurements via the remote patient monitoring system. Upon ambulatory follow up a progressive increase in shock impedance measurements was noted though all other parameters remained unchanged. A save to disk was performed and sent to boston scientific technical services (ts) for analysis. Ts reviewed the saved data and noted that while somewhat variable, shock impedance measurements had been gradually trending upward. As no other parameters appeared effected, ts suggested the issue is likely not related to a mechanical lead issue. Ts provided suggestions for additional follow up and testing of system integrity. No further action has been taken at this time as the physician plans to continue monitoring the patient remotely. No adverse patient effects were reported. This system remains in service.